Event description:
It has been reported that, the brakes are not holding on the unit. No adverse consequences were reported.

Manufacturer narrative:
Facility reported and ordered parts for repair and return to service.